Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming from the cartridge and into the tubing. The user's blood glucose level was 124 mg/dl. Tandem's technical support recommended for the user to change the cartridge.